Event description:
A customer contacted beckman coulter inc., (bci) and reported that a tube r17 y-fitting split on top of the cuvette wash station on synchron cx5 delta instrument. No injury was reported on this issue.

Event description:
This report is being submitted for a peritonitis event. This is a spontaneous report by a nurse from (B)(6) received on (B)(6) 2010 of cramps and cloudy effluent in a (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, it was reported that on (B)(6) 2010, the patient experienced cramps and cloudy effluent. On (B)(6) 2010, a sample of the cloudy effluent was sent for analysis but results were pending at the time of reporting. The patient was not hospitalized for the symptoms and treatment for them was not reported. It was not reported whether dianeal pd4 ambuflex therapy was ongoing. The patient had not recovered from the symptoms at the time of reporting. Concomitant medications were not reported. Per the nurse, the symptoms were unrelated to dianeal pd4 ambuflex therapy. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots (10d15h25), with no issues noted during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested.